Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): no pre-dilatation, indication for use there was no reported product deficiency. The reported angina, ventricular fibrillation (a type of arrhythmia), and thrombosis are known adverse events listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that no pre-dilatation was performed prior to implanting the promus stent to treat the in-stent restenosis of another stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, the IFU states: safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. The failure to pre-dilate the lesion and use of the promus to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a direct-stenting procedure in the mid right coronary artery, a 3.5 x 12 mm promus stent was implanted to treat a 75% restenosed stent. Four inflations were performed to deploy the stent and angiographic results appeared positive. Patient was removed off the table only to return 30 minutes later complaining about chest pains. Within the next 2-4 hours the patient was placed back on the table and thrombosis was noted at the proximal end of the promus stent. Aspiration was performed with a non-abbott catheter after which the patient went into ventricular fibrillation which required the patient to be shocked to return to normal sinus rhythm. A non-abbott ultrasound catheter confirmed all the stents were apposed and then a 3.5 x 15 mm promus stent was deployed distal to the previous stent. Patient is currently doing fine. No additional information was provided.